Manufacturer narrative:
Updated fdm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #:(B)(6), ubd: 10-aug-2008, UDI#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen via an implantable pump for unknown indications. It was reported that during a normal scheduled pump replacement, the hcp was unable to aspirate the catheter from the old pump's access port. There were no visible issues with the existing catheter and no trauma, environmental, or patient factors known to have caused issues with the patient's catheter. The patient was not exhibiting any signs or symptoms. The hcp trimmed 10cm from the existing pump segment and replaced it. The hcp was then able to aspirate more freely from the pump access port. The issue was reported to be resolved at the time of this report.